Event description:
The low flow alarms resolved upon treatment. Melena was confirmed; one episode and had resolved. No additional testing was done. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. No further events have been reported. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with flu-like symptoms, weakness, lethargy, vomiting, and reported melena. The ventricular assist device (vad) parameters were within normal limits. After admission, the patient experienced a low flow alarm in the setting of septic shock and was admitted to the intensive care unit (ICU). The patient was placed on fluid resuscitation and initiation of levophed (norepinephrine bitartrate). Vancomycin (vancocin) was given for an e. Coli urinary tract infection (uti). The site stopped diuretic, carvedilol (coreg), amlodipine (norvasc), imdur (isosorbide mononitrate), and entresto (sacubitril and valsartan). Zosyn (piperacillin and tazobactam) was given from (B)(6) 2025 to (B)(6) 2025 and a single dose of vancomycin. The patient was discharged on ceftin (cefuroxime) 500mg twice daily for three days. The low flow alarm was attributed to the septic shock episode.